Manufacturer narrative:
Additional information: date of event, explant date and device available for evaluation? The recipient reportedly experienced a skin flap infection and device extrusion. The recipient was treated with antibiotics (type unknown). The recipient's device was explanted. The recipient's site has healed.

Event description:
The recipient is reportedly experiencing redness and irritation at the implant site due to device extrusion. Explant surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.